Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in after receiving a unexpected restart alarm on a minimed medtronic here of four years. Customer states it was in my pocket and the alarm said unexpected restart and asked for the time to be reset but it just keeps going back. It goes back to it's mode where it is ok and then it goes back to unexpected restart about 5 minutes later unexpected restart alarm. Alarm troubleshooting (not pertaining to pump recently stored or not in use for extended period of time) and receiving another alarm after a battery change. Found: no . Customer states a temp basal was not programmed before the alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Unexpected restart alarm was recurring during normal pump use. Adv that the pump will need to be replaced. Adv to monitor the pump and that patient.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display.